Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that presented for the 3 month post op visit on (B)(6) 2017 with mild haze in both eyes. The haze was above and below the visual axes. At the 6 months post op visit on (B)(6) 2017 the haze appeared more dense but was still located only above and below the visual axix and was again not considered to be visually significant as uncorrected visual acuity was 20/16 in right eye and 2016 in left eye (20/13 both eyes). At that visit, the subject was treated with fml every 2 hours for 2 weeks. The subject was seen on the (B)(6) and placed on a 6 week fml taper on that last visit. Subject was scheduled for (B)(6) 2017 but did not attend. This report is for the visx system. A separate report is being submitted for the idesign system.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.